Event description:
On fourth day post-op (hip nailing) surgeon noticed blisters (approx 4 cm x 3 cm) and smaller) under various areas of tape contact with skin. This was the original or dressing. This case is documented with pictures. There have been 3 to 4 similar complaints in the past month but no pictures. Same lot number per purchasing dept. Picture and tape sent to co. Questionable allergic reactions and skin shears/tears. No history of tape allergies in these pts.